Event description:
It was reported that a malfunction alarm occurred due to a momentary power loss to the vibrator motor, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the issue recurred, leading to the decision to replace the pump. The customer was set to use multiple daily injections as a backup therapy and was informed about receiving a pump with updated software. The shipping address was confirmed, and a signature was requested for delivery. Instructions were provided for putting the pump into storage mode and for returning the faulty pump via ups with a pre-paid label.